Event description:
It was reported to bsc on 11/30/2006 that "during ercp the physician strained the wire and it broke." The patient gender and age is not known. It was also reported that no part of the device detached into the patient, the procedure was completed using a second device, and that there were no complications for the patient.

Manufacturer narrative:
The device has not been received by this manufacturer; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.